Manufacturer narrative:
Device used for treatment, not diagnosis. ¿one-step primary reconstruction for complex craniofacial resection with peek custom-made implants¿. (2014) jalbert, f., boetto, s. Nadon, f., lauwers, f, schmidt, e., and lopez, r. Journal of cranio-maxillo-facial surgery 42 141-148. This report is for an unknown patient specific implant (psi)/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, ¿one-step primary reconstruction for complex craniofacial resection with peek custom-made implants¿. (2014) jalbert, f., boetto, s. Nadon, f., lauwers, f, schmidt, e., and lopez, r. Journal of cranio-maxillo-facial surgery 42 141-148. The protocol was based on virtual preoperative surgery with a planned bone resection that allows engineering of a specific implant to accurately fit to the defect during the surgery. Five cases of primary reconstruction for fronto-orbital lesions were completed in the same one-step procedure with custom-made implant. In each case, a synthes patient specific implant (psi), manufactured using peek (polyetheretherketone), was used. A 69 year old male with recurrent frontal sinus mucocele, underwent a cranioplasty and reconstruct with a custom-made peek implant. In the immediate post-operative period, the patient had diplopia that had not completely resolved. At six months, the patient was still under orthoptic rehabilitation but important improvement was achieved at one year without surgery. No major post-operative complications occurred. All five patients had excellent cosmetic results. This is report 1 of 1 for (B)(4). This report is for an unknown patient specific implant (psi). This report is for one device.